Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of 83 months right ventricular loss of capture was reported. The patient was appointed to the clinic for follow-up. The physician recommended to keep programming as dddr for the time being so a v pacing % can be obtained and the necessity of the rv lead assessed. If the patient does not require v pacing, the device will be reprogrammed to aair mode. If the patient becomes symptomatic or v pacing is required, a new rv lead will be implanted. Currently the patient is asymptomatic.